Manufacturer narrative:
(B)(4). The pump was unable to perform the displacement and occlusion tests due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, crack/broken off case at battery tube side, broken battery tube threads minor scratched display window, missing display window cover and keypad overlay texture damage.

Event description:
It was reported via phone call that customer's insulin pump had damaged. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.